Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging patient experienced an elevated blood glucose (bg) over 465 mg/dl with nausea and large ketones associated with an alleged call service alarm issue. It was reported that a call service alarm went off early in the morning but it was not heard due to being asleep. After not being able to clear alarm, a complaint was called in to report the patient¿s issue and symptoms of nausea and ketones. Reportedly, the patient discontinued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. Troubleshooting by animas customer support determined that call service 078 alarm occurred. This complaint is being reported based on the allegation that the patient experienced hyperglycemia because of an alleged call service alarm issue.